Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had iui corrosion and some of the iui connector pins were missing on the right side. The latch mechanism on the right side was faulty and loose and the female end of the side latch lock screw has dislodged from the position. Error logs were checked and was found to have a bottle side pressure sensor fault. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported iui corrosion and missing iui connector pins were confirmed and identified during the investigation. The root cause of the reported screw insert protruding outward was confirmed during the investigation. It was found that the screw insert was loose from the slot, causing the latch assembly loose. The root cause of the reported bottle side pressure sensor fault was confirmed during the laboratory testing. It was found that the upper (bottle) side pressure sensor was out of specification. The asm preventive maintenance, iui failure product analysis procedure, and pressure sensor malfunction product analysis procedure were conducted to verify the device's functionality and attempt to replicate the reported issue. The preventive maintenance failed only during the instrumental inspection due to findings observed during the external inspection; however, all other tasks were successfully completed. Iui testing confirmed damage to the right iui. The component was replaced with a known good part for testing purposes only, and all tests were repeated. All tests passed successfully after the replacement, confirming the iui failure. Pressure sensor malfunction tests revealed that the upper pressure sensor was out of specification. Despite this, all tasks were completed successfully. The event occurred on (B)(6) 2025 at 10:00 am. Event and error logs from the suspect device were obtained from the facility. Upon analysis, no activity was found during the date and time provided by the customer. The error logs showed only one malfunction, 240.4150.5, which was recorded on (B)(6) 2025 at 11:58 am, confirming a pressure sensor malfunction. The last infusion performed on that day was programmed at 12:15 am, but no issues or anomalies were found during that infusion. No other activity or infusions were recorded on that day. The best practices for cleaning bd alaris¿ system devices tip sheet states some recommendations to avoid corrosion or damage on the unit: do not use a cloth that drips. Be sure to wring out the cloth to squeeze out excess liquid. Do not use any hard, abrasive, or pointed objects to clean any part of the instrument. To avoid accidental fluid deposits on the connectors, do not use any spray cleaners anywhere near the iui connectors. Never allow any cleaner other than 70% ipa to contact the iui connectors. Do not use a device with any damage. Send it to biomedical engineering for repair. Do not use a device with any damage, cracks, surface contaminants, or discoloration (as pictured above) on the iui connectors. Send it to biomedical engineering for repair. Do not use chemicals that can damage the surface of the instrument. When possible, use cleaning products that are recommended for use by carefusion. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: suspect pump module s/n (B)(6) (w.o.) (B)(4). Please replace right iui due to investigation findings. Please replace upper pressure sensor as a precaution. The pump module was disassembled during the investigation; please ensure proper assembly and torque screws as required. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Root cause: the probable root cause of the device with iui corrosion and missing iui connector pins can be attributed to improper cleaning and storage practices. The probable root cause of the screw insert protruding outward can be attributed to an overtightened latch assembly screw, which may have been tightened to the point of stripping. The root cause of bottle side pressure sensor fault can be attributed to a defective upper pressure sensor. Note that this report lists imdrf annex a040502, a0709, c0601, c16, d0302, g02017, g0301204 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had iui corrosion and some of the iui connector pins were missing on the right side. The latch mechanism on the right side was faulty and loose and the female end of the side latch lock screw has dislodged from the position. Error logs were checked and was found to have a bottle side pressure sensor fault. There was patient involvement but no harm.